Manufacturer narrative:
Further information was requested but was not yet available.

Event description:
It was reported that several ventricular noise reversions and high ventricular rate episodes were observed on electrocardiogram. The physician requested assessment of the episodes. Provocation tests showed no anomalies. Further analysis of earlier episodes was requested in an attempt to have more episodes and a full picture. It was suspected that the right ventricular (rv) lead was most likely damaged as the noise signals were too random and not physiological. Rv lead damage closer to the lead tip which would be harder to provoke during testing was suspected. The patient was stable.